Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not flow. It was further specified that the product would not infuse. The roller was unclamped and primary set was hung with the extender at the appropriate length. This issue was identified during patient infusion of cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.